Manufacturer narrative:
Teftec anticipates return of device for evaluation.

Event description:
Teftec was contacted and a technical service person was told that the wheelchair took off and he broke his foot. A customer service person spoke with patient's brother. He said, his brother is needing a new charger, tires, batteries and that his chair took off and hit a tree. He was not hurt, but the chair is not working. Wheelchair has not been returned to teftec at this time.